Event description:
Product is suppose to have a non-coring safety needle feature that removed. When clicked to activate the needle safety feature to remove the sharp, the needle is still exposed. FDA safety report ID #(B)(4).